Event description:
It was reported that the patient experienced a 'spontaneous' shocking or jolting sensation in his right arm and leg from the implant that was located on his left chest (contralateral side). The reporter indicated that the patient sensed this 'surging' sensation when the antenna of the physician programmer was pressed over the implant, the healthcare provider (hcp) pressed around the implant or when he lay on the implantable neurostimulator (ins). The patient was noted to have also felt it when voltage was increased. The patient was previously at 3.5v but stimulation was changed to 3v and the patient felt less severe 'surging' but could still feel it. The symptoms were noted to have occurred following an implant but there was no known accident or incident related to the complaint. The reporter also indicated that the patient's stimulation was intermittent, mainly when the ins was palpated or pressure was applied. It was noted that the patient sensed it when he lay on his side. X-rays were taken of the chest and neck and nothing 'remarkable' was seen. However, the radiologist noted that 'he saw some erosion on the right contact.' The reporter wasn't sure what that meant and hadn't seen any of the x-rays either. Impedances on all contacts with 3 (c,3; 0,3; 1,3 and 2,3) were greater than 40,000 ohms. The patient was programmed at 0-,1+ but impedances for 0,1 and 0,2 were unknown. The patient's battery voltage was still indicated to be 'good.' The reporter indicated that the patient was seen by his surgeon that day and it was determined that the patient's ins and extension would be replaced in january. Additional information received two days later indicated that the cause of the issue had not been determined yet. Patient outcome was unknown at the time.

Event description:
Additional information was received that indicated, the patient did undergo a revision procedure. During the procedure, the extension and lead connections were tested individually with an alligator clip and everything was within range. All connections were wiped down and re-connected, which resolved the high impedance readings. Nothing was explanted. The patient outcome was unknown.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v118075, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v296975, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the sensation the patient had felt prior to the revision procedure was also described as a paresthesia side effect.